Event description:
It was reported the tip fell off during pretesting.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.